Manufacturer narrative:
No button error alarm noted. However act and esc buttons did not respond due to corroded keypad traces. The insulin pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify failed battery test alarm due to button keypad anomaly. Pump had minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 184 mg/dl at the time of the incident. The customer changed the battery and received failed battery test alarm. The customer also stated the esc and clear button froze. The customer was asked to observe if the time clock advances and it does. The customer declined troubleshooting for failed battery test alarm. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.